Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positive results. Customer identified 2 bottles showing the defect. The following information was provided by the initial reporter. Customer reported having molecular fps. Biofire was a dual positive - c. Tropicalis and staph lugdinensis. Culture grew only staph lugdinensis. Gram stain was gram positive cocci in clusters. No erroneous results reported to clinician.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), there were molecular false positive results. Customer identified 2 bottles showing the defect. The following information was provided by the initial reporter. Customer reported having molecular fps. Biofire was a dual positive - c. Tropicalis and staph lugdinensis. Culture grew only staph lugdinensis. Gram stain was gram positive cocci in clusters. No erroneous results reported to clinician.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k222591, d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown, h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2195042. B5. It was reported prior to using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, an unknown number of tubes were contaminated leading to false results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported prior to using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, an unknown number of tubes were contaminated leading to false results. There was no report of patient impact.